Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while locked (cowl). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). First clip was implanted with no reported issue. After the second clip was deployed and detached from the clip delivery system (cds) the clip opened. A third clip was implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported unintended movement associated with the clip open while locked could not be determined. In addition, this complaint was reviewed by a staff engineer clinical research and development. The reviewer stated that, ¿two (2) fluoroscopic still images were provided. The first image ("(B)(4)") was taken during usage of the second cds (reported device) as there is one fully deployed clip (first clip implanted) and the second cds, with the clip attached, in view. The clip arms of the in-use device appear to be in the fully closed position (~10°). Per the instructions for use, after grasping the leaflets the user fully closes the clip on the leaflets prior to starting deployment maneuvers to detach the clip from the delivery catheter (dc). This suggests the image was taken prior to clip detachment from the dc shaft; it is unclear at which step during the deployment procedure the image was taken. The second image ("(B)(4)") was taken during usage of the third cds as there are two fully deployed clips and the third cds, with the clip attached, in view. The second clip (reported device) is the middle clip in the image and the clip arms appear to be opened to ~45°. While this is an estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the clip arms of the reported device (middle clip) are opened to a noticeably larger degree in the second image (post deployment) than in the first image (pre-deployment). Under the assumption that the clip arms maintained a fully closed position, as depicted in the first image, during deployment steps, the cine provided align with the reported incident details that the clip was observed to open post deployment. ¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).